Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he has been having some issues with the interstim icon patient programmer. The patient wasn't sure if it was working or not. The patient reported that he had some issues where it quit working and he had accidently turned it off, so the patient wanted to check it to make sure it was on. The patient stated that he had been getting up the last 2-3 nights and has been having to get up more often. The patient has been getting up having to pee and it's been an hour and a half since he had last gone. The patient stated that he may not get three hours of sleep. The patient reported that last night he went through all four programs and adjusted the stim until he felt it and then backed down to when he didn't feel it. When the patient went to change back to program 3, which works best for him, it quit working and kept giving him the poor communication screen. The patient kept getting poor communication both with and without the antenna. The patient was transferred to repair. The patient noted that his problems are because of his ms, he has over active bladder and he was having to self cath. The patient used to self cath every hour and a half. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 3037, serial#(B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they had botox done on their bladder twice. It was attempted to clarify when the botox was done (prior to implant or after implant of the device,) but the patient provided unclear information. The patient stated it was probably a year ago but then provided the year 2014. The patient stated the botox only lasts for several months to a year and that may be the cause of his issue. The patient mentioned they had to self-catheterize. The patient noted they used to have to self-cath 20 times a day and they could not go more than an hour and now they only had to cath 3, 4 or 5 times a day and they hadn¿t had to catheterize during the night until recently. In the last few days the patient has had to catheterize at night twice. While on the call it was reviewed with the patient how to synchronize with the programmer and ins and icon meaning was reviewed and the patient confirmed their stimulation was on and set to 2.1 stimulation level. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was trying to see if they could get their implant working. They thought they felt some stimulation using their ex-wife¿s programmer. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the reason for self cathing (retention) was multiple sclerosis. The healthcare provider was asked what action/interventions were taken to resolve the self cathing (retention) and they reported the patient was self cathing before. It was reported that the patient's history of retention was prior to implant and the self cathing was considered a standard of care for the patient. It was also reported there was no cause of the poor communication determined, the healthcare provider further reported there was no poor communication.